Event description:
The report stated, the cuff was perforated after a while in pt. The tube was discarded. No other info, pt outcome or required intervention was provided.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined. Info has been added to the database for trending purposes.